Event description:
It was reported that the stent rod broke. A synergy megatron mr ous 4.00 x 20mm was selected for treatment of the target lesion. During the procedure while the balloon was being removed from the stent, the stent support rod broke in two. The physician was able to remove the entire device, and since the malfunction occurred after the stent was placed, the procedure was completed upon the device being removed. There were no patient complications.